Event description:
In 2007 the lay user/pt contacted lifescan alleging that her one touch ultra2 meter was not powering on. The issue could not be resolved over the phone with customer service. The pt recently was hospitalized for severe gastritis in 2007. Due to the gastritis, the doctor put her on a high carbohydrate diet. She did not go back to eating "regular" food until around beginning to mid april. During the first week of may, the pt's doctor asked the pt to start testing her blood glucose levels (twice a day on monday, wednesday, friday); however, the pt did not obtain her meter until 2007. The pt was not prescribed diabetes medications. The pt first attempted to use the meter until 2007. When she tried to test her blood glucose, the meter was not powering on. The patient did not replace the battery and did not attempt to test on her meter since then. On 2007 around 7:30pm, the patient started to vomit. She also indicated that she also had symptoms of frequent urination and dry mouth that started sometime before 2007, which was before she first attempted to use the meter. Around 8am on may 26, 2007 the patient asked her father to take her to the emergency room (ER) since she was still vomiting. When she arrived at the emergency room, her blood glucose was "297 mg/dl" on a lab device. She denied receiving any diabetes related treatment at the hospital; however, she was given anti-nausea and pain medications. The ER doctor informed her that the vomiting may have been caused by the gastritis or high blood glucose levels and advised the patient to see her primary doctor to discuss her blood glucose levels. This complaint is being reported because the patient alleged her symptoms worsened after not being able to test on her meter for 4 days. The patient went to the ER and obtained an elevated blood glucose lab result. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.